Manufacturer narrative:
Findings: pump received with button error alarm and intermittent button response due to corroded keypad traces. The low reservoir feature is working properly. Pump received with normal operating currents. Pump was monitored and noun expected battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 239 mg/dl. The customer stated keypad is not responding. The customer doesn't recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.